Event description:
Reportedly, this valve was explanted after approx an 8 year, 5 month implant duration, due to mitral insufficiency. Mitral stenosis, and congestive heart failure.

Manufacturer narrative:
Device not returned.